Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery and that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer¿s blood glucose value was 80 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues.